Event description:
It was reported by an attorney that a patient underwent a surgical procedure to repair the peritoneum in (B)(6) 2011 and mesh was implanted. The patient experienced pain and problems. In (B)(6) 2014, the patient underwent procedures where it was noted the mesh was intertwined in "wads" and infected. The surgeon excised as much mesh was possible. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent an exploratory laparotomy on (B)(6) 2014 concurrently with release of adhesions due to left lower abdominal wall pain and adhesions. It was reported that the patient underwent left groin exploration with removal of old mesh (questionably infected) and repair of left inguinal hernia using mesh prosthesis (atrium mesh and prolite mesh were used) on (B)(6) 2014. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic repair of incarcerated recurrent right inguinal hernia procedure on (B)(6) 2011 and mesh was implanted along with peritoneum repair due to abdominal pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.